Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake and brake/steer casters continue to ratchet in brake mode.